Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, extensive lysis of adhesions, repair of enterotomy x2, repair of serosal injury, rectus muscle advancement, partial left hepatic lobe resection and complex ventral hernia repair on (B)(6) 2013 during which the surgeon noted very dense adhesions of the mesh to the underlying bowel and surrounding structures. The mesh was also noted to be very densely adherent to the right lobe of the liver. The surgeon also noted that he removed the mesh from the intestine, resulting in two enterotomies and a serosal injury. The surgeon tried to remove the mesh off of the right lobe of the liver, however it proved to be difficult and the decision was made to perform a right hepatic lobe resection. It was reported that the patient experienced severe pain, liver damage, bowel injuries, dense adhesions, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/21/2023. Additional b5 narrative: it was reported that following the surgery patient experienced recurrence, bulging and scarring. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/10/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.